Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this complaint is a known physiological effect of the procedure and is noted within the dfu.(B) (4). Device not returned for analysis

Event description:
(B) (4) peripheral cutting balloon registry. The patient underwent treatment with the peripheral cutting balloon (pcb) in (B) (6) 2005 as part of the peripheral cutting balloon registry. The single target lesion was a restenotic post pta lesion located in an arteriovenous fistula with 8 mm reference vessel diameter, and 60 mm target lesion length. Lesion had 80% stenosis pre-procedure and 30% stenosis post procedure. Vessel tortuosity documented as none. Calcification at target lesion documented as none. Lesion morphology: concentric stenosis; tight stenosis lesion. No pain was perceived during the procedure. Procedural comments document ¿rupture of pcb at 12 atm.¿ no other details about event provided. One and three month follow up information not provided. Six month follow up assessment in (B) (6) 2005 documents that target lesion had not remained patent since procedure. Repta (conventional angioplasty) required in target lesion for restenosis in (B) (6) 2005, one month post pcb procedure. No additional adverse events reported. No twelve month follow up data provided.